Manufacturer narrative:
Evaluation completed. One opened bl5223w pack from lot v3502 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole that is in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts for about one and half minutes. Then the inner needle stopped retracting from the port window causing it to be blocked. This prevented cutting and aspiration. This cutter is not functioning as intended. Report 3 of 6, see 1920664-2015-00167, 00168, 00170, 00171, 00172.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.report 3 of 6. See 1920664-2015-00167, 00168, 00170, 00171, 00172.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter worked during prep for surgery, but did not work during the operation. Additional information: no date of event was provided. No impact to the patient only extended operation time.